Manufacturer narrative:
Device evaluation: one insertion device and a piece of unattached suture from a fast-fix 360 reversed curve ndl deliv device were returned for evaluation of the reported complaint mode, ¿suture between t2 and proximal tip was broken after deployment of t1 and t2.¿ it was reported that the implants were left in the joint unsupported. As such, the complaint mode was confirmed. There doesn¿t appear to be any damage to the suture and we are unable to determine what may have caused the user to experience the reported incident. A review of the device history records was performed which confirmed no inconsistencies. No further investigation is warranted at this time. (B)(4).

Event description:
During a meniscal repair utilizing the fast-fix 360 reversed curve ndl deliv, it was reported that the suture between t2 and proximal tip was broken after deployment of t1 and t2. Both t1 and t2 implants remain inside the joint without tying. The procedure was completed with another fast-fix 360. There were no reported patient injuries or complications.